Manufacturer narrative:
There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition and likely unrelated to ablation. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator parameters included power control mode with power at 30 watts (for pvi). There is no information regarding overall ablation time, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There were no errors reported on any bwi equipment during the procedure. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar catheter. Pentaray catheter. Lasso20 20 mm catheters. Lasso20 15 mm catheters. Coronary sinus catheter. Esophageal thermometer. Right ventricular catheter. Bipap. (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation, a cavotricuspid isthmus (cti) ablation procedure for atrial flutter, and a premature ventricular contraction ablation procedure (originating from the right ventricle) under sedation with a thermocool smarttouch bi-directional sf catheter and suffered a pleural effusion (requiring drainage), a vessel perforation, and death. Procedure chronology: after creating left atrial geometry using the soundstar catheter, transseptal puncture was performed guided by fluoroscopy and intracardiac echocardiogram. Fast anatomical map (fam) left atrial geometry was created using the pentaray catheter. Pulmonary vein diameters were measured. Lasso catheters were placed in the pulmonary veins. Pvi was performed from left to right via a dragging technique from roof to bottom. During ablation, site changes were guided by voltage reduction, impedance reduction, and visitag appearance. Order of ablation was pvi, cti, and right ventricular septum. Post-ablation left atrial voltage map obtained via pentaray and lasso catheters to confirm successful completion of the pvi. Induction electrophysiology study (eps) was performed and the procedure was finished. During the procedure, the patient¿s systolic blood pressure transiently decreased to approximately 50 mmhg. Soundstar catheter and body surface echocardiogram confirmed that there was no effusion. Post-ablation, blood was detected in the thoracic cavity affecting the right lung. Fluoroscopy revealed impaired lung movement. Drainage was performed via an unspecified technique. Patient was transferred out of the procedure room. Post-transfer, patient decompensated and expired. It was later discovered that there was leak from an unspecified blood vessel between the left atrium and the spine.